Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient exchanging their heartmate 3 system controller (serial number: (B)(6) due to abnormal alarms was confirmed via review of the submitted log file. The submitted log file from (B)(6) contained data spanning 6 days of patient use (B)(6) 2023 per timestamp). Beginning at 8:00:05 on (B)(6) 2023, an abnormal power cable disconnect alarm was observed while the patient was connected to the mobile power unit. This alarm activated due to the rsoc of the black power cable fluctuating to ~0v and triggering an rsoc invalid fault. The white power cable was then disconnected and reconnected from external sources a few times, causing low power hazard alarms when disconnected. At 8:05:43, both power cables were observed to be disconnected from external sources simultaneously. Shortly later at 8:06:26, the driveline was disconnected, which is consistent with the controller being exchanged. The heartmate 3 system controller was not returned for evaluation. The root cause of the power cable disconnect alarm could not be conclusively determined through this evaluation; however, it may have been related to the provided information that the patient dropped their controller at the time of the event. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) describes how to properly exchange the running system controller with a backup system controller. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect and low voltage, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation concerning alarming after the controller was dropped. The patient was seen in clinic and reported they completed a controller exchange because when the controller dropped it was alarming and they could not get it to stop. The patient was not able to tell us the time or day this occurred. The patient is not able to provide any further details on any events occurring prior to this event. The patient did not recall the alarm message prior to changing the controller. The patient did complete a controller exchange as their backup controller is their new primary controller. The event log file from system controller (B)(6) indicated that the patient switched from battery power to mpu power on (B)(6) 2023 at 19:45:19. On (B)(6) 2023 at 8:00:57, a low power hazard event occurred. There were then some fluctuations in the voltage from the mpu. At 8:06:26, a driveline disconnect events was recorded, the pump speed is 0 rpms. At 8:08:35, a system controller shutdown sequence was initiated. The patient reported issues with the ac power cord being loose at the power outlet in his home. A loose ac power connection on the mpu can cause low power hazard events and no external power events while connected to mpu power. Log file from system controller (B)(6) also recorded similar events on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. Again, these were all occurring while connected to mpu power and can be a result of the ac power cord coming loose at the wall outlet. The current ebb use count on system controller (B)(6) is 19. The cause of no external power was identified by abbott engineer, that the ac power cord was coming loose from the wall outlet. The alarms resolved. No products will be returning at this time. Related mpu is reported under MFR# 2916596-2023-06458.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.